Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels (39-66 mg/dl). Reportedly, the customer is pregnant and a "brittle diabetic", and pump settings are being adjusted by customer's health care professional. Customer had carbohydrates to address low bg levels. At the time of the report, customer's blood glucose level was 191 mg/dl.